Event description:
The customer reported that their sensor's radio frequency was interfering with their vehicle's tire pressure management system, which also uses radio frequency. He stated that the occurrence is every two weeks. When asked if the insulin pump has ever alarmed weak signal, the customer stated, yes, he has received those before. The customer did not know their blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.